Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance of the device is affected.

Manufacturer narrative:
Additional information: based on the available information received from the field, damage to the active electrode caused by device minute mobility seems likely. However to determine an exact root cause, device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The hearing performance of the device is affected.